Event description:
The consumer alleges that the push buttons were loose and folded in while the consumer was walking, causing him to fall to the ground. No injury is alleged.

Manufacturer narrative:
The manufacturer of this product is unknown.